Event description:
It was reported after the 3.5 x 23 xience v stent was deployed; a flap dissection was noted in the distal vessel in the healthy tissue. The flap dissection was treated with an add'l stent (xience v 3.0 x 12). Though requested, no add'l event was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.